Event description:
It was reported by service report that the pt left calf support was broken at the mount. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Left calf support assembly.